Event description:
Same case as manufacturer report number 6000130-2005-00291. During a pta treatment procedure, the distal end of the march 1 guide catheter became stuck on the v18 guide wire. The patient was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the left iliac artery. The physician used a 7 fr j-sheath for vascular access. It was noted that resistance was met with insertion of the march1 guide catheter. The march1 guide catheter was removed wiht the v18 guide wire, and replaced with another guide catheter to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.